Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, photographs of the sample and retention samples were provided for evaluation. The returned photographs were reviewed, and there were no issues noted. The retention samples were visually inspected, and no obvious issue/damage were detected. The retention samples were also leak tested under water, and no leak was observed. The samples were conforming as per product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y-type cath ext set leaked from the connector. The issue was further described as, "the propofol that was infused through one line was then back flowing into the metaraminol line". However, it was not specified whether the patient was connected during the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.